Manufacturer narrative:
On (B)(4)2012- the test strips were received by lifescan. However, lfs product analysis determined that the product was expired ((B)(4) 2012) at the time of the complaint. Instructions for use indicate test strips must be used prior to expiration date. No product analysis is required.

Manufacturer narrative:
Follow-up #1 (submission 11/07/2012)-device evaluation: lifescan received the meter involved with the complaint and completed device evaluation on (B)(4) 2012. Investigation confirmed the alleged error message but was not able to reproduce the error during testing.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that their onetouch verio pro meter was prompting an unknown error message. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an unknown error message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.